Event description:
It was reported that medical attention was sought on (B)(6) 2018 at 7:00am after the end user alleged higher than normal blood glucose results from his prodigy diabetes meter. The end user was incoherent and sweating. The paramedics were called and upon arrival, they performed a blood glucose test with their meter and the reading was 58 mg/dl. They also performed a blood glucose test with the prodigy meter and the result was 86 mg/dl. The end user received unknown IV fluids to assist in stabilizing his blood glucose level. No additional treatment or testing were warranted and there was no need for transport to the ER. No additional details were provided in regards to this medical event.

Event description:
It was discovered that the incorrect dates were recorded. This follow-up is being submitted to update the applicable information.